Event description:
It was reported that, during a left hip hemiarthroplasty performed due to medial dislocated femoral neck fracture, it became apparent that the connection of a tandem intl bipolar 46od 28id; between the inlay and the ring was inadequate. The inlay would come loose at the slightest touch/twist, and the metal ring did not close as usual (apparently too large). The procedure was resumed, after a non-significant delay, with a size 44 tandem with a 28 xs head. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference:(B)(4). H7: following the initial investigative actions performed on the returned sample associated to this incident, smith+nephew (s+n) has confirmed a manufacturing issue associated to the assembly of an oversized retainer ring in the product which results in a reduced retention force of the bipolar assembly. Consequently, s+n has initiated a field action on (B)(6) 2024 to voluntarily remove the batch w2401399 of tandem intl bipolar 46od 28id.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions), h9 (FDA recall number). Results of investigation: the alleged device was returned and evaluated. The visual inspection, conducted by naked eye, does not reveal any defects. However, a dimensional evaluation performed on the device revealed that the retaining ring showed a size bigger than intended. A review of the production records concluded that a larger retaining ring was used instead of the adequate one. A review of complaint history for the part number over the past 12 months, and for the batch number based on historical data of the device, did not reveal similar events. A review of the risk management file revealed this failure mode was previously identified. A historical review concluded that there were no prior actions related to this product and event. The provided intraoperative fluoroscopy was reviewed; however, the image does not show the inlay and locking ring. The patient impact is determined to be a surgical delay of 25-30 minutes and the implantation of a smaller tandem bipolar. The root cause of this event was determined to be an error during assembly of the retaining ring in the tandem bipolar device during manufacturing. This issue was identified and is being addressed though our internal quality process, and a removal was previously issued. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.